Event description:
It was reported that upon power on, the pump had displayed an error code 46701. This is a high-priority alarm that prevents device operation and interrupts therapy. There are no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone- (B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was unable to review logs. A visual inspection and functional testing were performed. The reported issue was confirmed; however, the probable cause was faulty mainboard that installed during a previous repair. Replaced the faulty mainboard to resolved. The pump passed all functional and accuracy test.